Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the navigating button was hard. Customer¿s blood glucose level was unknown. Customer also reported that the light and contrast was dimmer, liquid inside the screen and does not turn on at times and no delivery alarm. Customer declined 24 hour helpline. The device will not be returned for analysis.